Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed no other similar product complaint(s) from this lot number. .

Event description:
It was reported "customer states PICC was leaking from hub, meaning that they couldn't properly attach anything to the hub of the device. Additional information received (B)(6) 2022. What type of catheter securement was utilized? Securement included in kit any patient symptoms related to fluid leak? No symptoms." Was there any patient harm reported? No patient information available. No harm reported at this time.